Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the bur bent and removed a piece of metal from the hood.

Manufacturer narrative:
Alleged failure: removed a lot of metal from the hood. The product was returned for investigation. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force from prying, or another tool or hard debris got caught between flutes and hood. The failure mode will be monitored for future reoccurrence. Mfg date: 04/07/2016. (B)(4).

Event description:
It was reported that the bur bent and removed a piece of metal from the hood.